Event description:
Tip of trocar cracked and broke off inside patient during procedure. The staff in the room think that the laparoscopic stapler may have caused the initial damage to the trocar and created a crack or weak spot towards the tip of the trocar. The stapler device was not brought back in to alignment with the shaft before trying to be withdrawn through the trocar. There were a couple of attempts to bring the stapler out with resistance before they realized the jaw of the stapler was still cocked at an angle. Once the stapler was straightened out and removed a laparoscopic instrument with a bovie scratch pad wrapped around the tip and placed into the trocar. The instrument passed through the trocar with ease and then they discovered the broken tip of the trocar dangling around the shaft of the instrument.